Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. This is report two of three complaints associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd878207 no defects noted. Root cause has been determined as user error-poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a call to baxter regarding an unrelated issue, the caregiver reported the homepatient(hp) was on antibiotics for peritonitis. On a follow up call (B)(6) 2010 with product surveillance, the dialysis center nurse(pdrn) provided that the hp began automated peritoneal dialysis (apd) with the home choice in (B)(6) 2008 using localpd4 ambuflex. On (B)(6) 2010 the hp was diagnosed with bacterial peritonitis after peritoneal effluent was obtained for culture. Treatment on (B)(6) 2010 was with loading doses of vancomycin 2gm and fortaz 1gm intraperitoneally(ip), then with fortaz 1gm ip for 14 days, followed by levaquin 250mg orally for 14 days. At the time of the report, the hp's recovery was ongoing and improved with remaining antibiotic therapy, as the pdrn stated the effluent appeared clear. The pdrn added that the wife helps the hp with set up of the supplies and throughout the night with therapy. The pdrn gave causality to a breech in aseptic technique. The wife reported: one night (exact date unknown) prior to the onset of symptoms, the hp became confused, disconnecting himself during therapy without wearing a mask. The pdrn stated that none of the baxter products or solutions were suspect.